Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The qc was acceptable. A visual check of the sample showed no fibrins or clots. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t gen 5 assay on a cobas e 801 analytical unit. The initial result was 78.5 ng/l. The initial result was questioned, prompting the repeat of the sample on the same analytical unit and on a different cobas e 801 analytical unit. The repeat results were both <6 ng/l and deemed to be correct. An amended report with the correct result was issued.